Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7073082. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7073197. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7071142. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7071100.

Event description:
It was reported that the patient did not receive adequate pain relief from the spinal cord stimulation (scs) system, as he found no meaningful difference on his pain levels with the scs switched on or off. The patient underwent a procedure in which the entire scs system was explanted. The patient has fully recovered. The explanted devices will not be returned as they were discarded at the hospital.